Event description:
The account alleged the mattress is too firm and caused the wound on the patient to worsen. The account alleged the center section of the mattress seemed to be harder than the rest of the mattress. Patient had a stage 3 pressure ulcer.

Manufacturer narrative:
The tech investigated and found no issue with the bed or mattress, the bed functions as designed. The account stated the patient was treated for the pressure ulcer but no details were given.